Event description:
A patient underwent revision surgery one year after implantation to address two set screw migrations. One device has been confirmed to be an everest set screw but the second device remains unspecified. It was further reported that within the last year the patient has undergone several "wound wash-outs" for infection and has been on a long course of antibiotics. This report captures the everest set screw.

Event description:
A patient underwent revision surgery one year after implantation to address two migrated tasman set screws. It was further reported that within the last year the patient has undergone several "wound wash outs" for infection and has been on a long course of antibiotics. This report captures the first of two tasman set screws.